Event description:
Event description guidant received information that during an elective pacemaker replacment procedure, this atrial lead was surgically abandoned due to a lead fracture. No adverse patient effects were reported.